Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter was hospitalized and currently in a coma due to too much insulin. The customer's blood glucose at the time of hospitalization was 42 mg/dl. The customer had issues with the insulin pump a year ago and stopped using it; however, others have advised her to resume insulin pump therapy, which she did three weeks prior to the hospitalization. The customer's low was caused by her programming the incorrect amount of insulin. No further information was available, and no products were returned or replaced.